Event description:
A customer reported to baxter (B)(4) about one eva bag that had a hole in the bag. This condition was discovered before usage. It is unknown in which care area this event occurred. There was no patient involvement or medical intervention performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: batch file review revealed did not reveal any issues related to this complaint. One sample was available at the plant for evaluation. Visual inspection did not reveal any non-conformities. The bag was inflated with air and leak tested under water. A leak was revealed from a pin hole in the bag. Close visual inspection to the pin hole revealed that this was like a perforation and was only on one side of the bag. The exact root cause that has lead to the reported issue could not be determined.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.